Event description:
Reportedly, during the procedure the instrument did not staple. The tissue was cut and there was an unspecified amount of bleeding. The surgeon then had to reload the stapler with a new stapler cartridge and reapply it to the site to stop the bleeding. The was no pt injury reported.